Event description:
The original surgery entailed the placement of 3 mitek gii anchors in the right heel of this patient. Approximately 3 weeks out from the surgery the patient went back in for re-surgery because infection/reaction. Cultures were sent to the hospitial lab and complete results should be available soon. Early results of testing showed that matter was growing on the specimens of achilles soft tissue and suture samples as well as from the inferior placed mitek gii anchor.